Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a thyroid procedure, the probe for the nim system was not working. Troubleshooting confirmed that the issue was with the probe. Additional information confirmed there was no delay to case. The site was able to find the correct stim probe and continue with the procedure. There was no patient impact.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.